Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. The patient inserted a sensor without problem and tried to start a sensor session. After 20 minutes he got an error message and removed the sensor from the body. At that time, he noticed that the sensor wire was still in the right upper arm. It was giving discomfort; when the patient touched the area, it hurt. The patient went to see his general practitioner first who referred him to the hospital. At the hospital the patient had an external visual inspection followed by x-ray that confirmed the retained sensor wire. The sensor wire was removed on(B)(6) 2022 under general anesthesia. No other medication was taken before, during or after the surgery. The patient left the hospital the same day and at the time of contact was doing fine and the wound was healing well. No product was provided for evaluation. The complaint was confirmed based on the removal of the sensor wire though surgical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.